Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex."

Event description:
It was reported that the catheter had a "perished" balloon upon insertion.